Event description:
Patient emailed his dexcom patient care specialist on (B)(6) 2012 to report that a week prior, he had suffered a hypoglycemic episode. At the time of the episode, the patient's wife tested his blood sugar as 38 mg/dl. Patient's wife called the paramedics. Patient reported that his dexcom receiver alerted at the time of the incident, but he believes it may have been inaccurate. No additional information was provided by the patient. Dexcom technical support attempted to contact patient in order to collect more information but without avail.